Event description:
It was reported the grey rubber cover on the lens bubbled up and caused a white spot in the image from the air trapped under the cover. The white spot on the image moves with the movement of the bubble under the lens cover. No other information was provided.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to the service facility for evaluation. During evaluation, the reported issue of the grey rubber cover on the lens bubbled up and caused a white spot in the image from the air trapped under the cover was confirmed. The probe¿s transducer has a bubble in the middle of the imaging pad, causing a poor image. The root cause of the reported failure was identified as use of the device.

Event description:
It was reported the grey rubber cover on the lens bubbled up and caused a white spot in the image from the air trapped under the cover. The white spot on the image moves with the movement of the bubble under the lens cover. No other information was provided.